Event description:
Pt came in as acute myocardial infarction 2 days prior to angiojet use. Pt. Arrived with chest pain, chest pain continued while angiojet was in use. After three passes, angiojet was turned off and catheter was pulled back into guide catheter. Pt. Went from normal sinus rhythm directly into ventricular fibrillation (infarct - ischemia). Pt was shocked 6 times to get out of ventricular fibrillation. Sales rep believes angioplasty and a stent was used. Pt is ok. Dr believes ventricular fibrillation was due to ischemia, cut off flow to septal branches due to angiojet running and replacing blood removed with heparinized saline.